Event description:
It was reported that during the implant procedure, it was not possible to place the lead in the atrium. It was also reported that the lead impedance was high and also that threshold and detection were not good. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.